Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/22/2020. Corrected information: d3, g1, g2. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device am1775 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a unilateral simple mastectomy for diagnosis of unspecified mass in breast on (B)(6) 2020 and suture was used for closure. During the procedure, when the closure was to be done with the suture, at making the first point and try to take the needle with the needle holder, only the suture was observed. The needle could not be visualized. The patient was thoroughly searched without being able to show it, a portable chest rx was ordered showing the needle at the surgical site. It was possible to extract without complications, evidencing detachment from the base of the suture. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.